Manufacturer narrative:
Received one used 011-mc100 microclave clear connector for inspection. No defects or anomalies noted. No mating device was returned for inspection. The microclave was primed with no restrictions in flow. The microclave was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. The DHR was reviewed and no relevant nonconformities were found that would have led to the reported complaint. D9 - date returned to mfg: 12nov2025. Corrected information can be found in the following fields: d10 concomitant products. E3 - initial reporter occupation. E4 - initial report sent to FDA. G2 - report source. H6 - health effect - impact code.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a microclave¿ clear connector where it was reported that the product was vented with a luer slip syringe, after connecting to the infusion the clave was no longer permeable. The status of the product at the time of event was during infusion. The operator vented the connector with a syringe. An IV was then connected, but the connector was not fully open, preventing the IV from flowing. There was patient involvement, there was delay in therapy, unknown adverse event and no harm was reported.